Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that resistance was felt when filling the cartridge during the load sequence. Customer was able to use existing cartridge and needle to fill the syringe. Customer¿s blood glucose was 157 mg/dl.